Event description:
The customer reported to olympus during preparation for use with the evis lucera elite duodenovideoscope, stains were found on the tip of objective lens. The therapeutic procedure was completed with same device, with no delay reported. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device revealed that incorrect reprocessing ¿ failure to clean adequately ¿ had occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed. The evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value, adhesive on bending section cover was scratched, due to clogging of nozzle, water removal ability did not meet the standard value, objective lens was dirty, connecting tube had a scratch, due to a scratch and dirt on objective lens, the image had dark area partially, due to adhesive peeling around objective lens, streak of flare appeared in the image, grip had a scratch, and scope connector cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.